Manufacturer narrative:
(B) (4). The catheter was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt's pain symptoms had returned. The pt stated he was not receiving drug through the intrathecal drug delivery system. He believed the catheter was defective. It was explanted and not replaced. The pump was used to deliver morphine, marcaine, and clonidine. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.